Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2025-03020 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the gallbladder during an endoscopic ultrasound (eus) guided gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, no resistance was encountered during the attempted deployment of the first stent (subject of report 3005099803-2025-03020); however, the physician noted that the deployment force felt atypical. It was subsequently observed that the stent was absent from the delivery catheter, a finding confirmed via endoscopic ultrasound (eus) and fluoroscopy. A rescue wire was placed, and a second axios stent was introduced (subject of this report); however, it displaced the gallbladder, as confirmed fluoroscopically, preventing successful access. The patient, who had a pre-existing percutaneous gallbladder drain, underwent closure of the duodenal perforation using a clip. A minor gallbladder leak was identified and is expected to resolve with continued drainage. The patient was expected to fully recover. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope.".

Manufacturer narrative:
H6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf impact code f2301 captures the reportable event of additional device required.